Event description:
The patient came into endoscopy for an endoscopic retrograde cholangiopancreatography (ercp). Her stent was placed at the bile duct without problem. During the final phase of the procedure a stent was noticed in the patient's stomach. This stent was retrieved within 2 minutes. The same endoscope had been used 3 days earlier on a patient who was having a stent removed. During that procedure the stent was snared and then pulled through the scope. After the "snare" instrument was pulled out of the scope the part of the stent was not attached. The doctor checked for the stent in his patient and did not see it. There was mention of it possibly being stuck in the scope. X-rays were done and it was not seen. After this procedure the channel of the scope was brushed 7 times with no sense of obstruction or presence of the stent. The scope was then sterilized and used on the case mentioned at the beginning of this description. It should be noted that the scope functioned properly during the 2nd case.